Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device would not work. There were no delays in the scheduled surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the motor did run according to specifications. However, during the repair process, it was discovered there was liquid in the motor, which will caused intermittent operation of the device. It was determined that this was due to not following the immersion/sterilization procedure properly. The assignable root cause was determined to be due to user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.